Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. It was reported that 5 patients underwent breast reconstruction with mentor textured prosthesis and experienced capsular contracture. Title: ¿breast reconstruction by tissue expansion. A retrospective technical review of 197 two-stage delayed reconstructions following mastectomy for malignant breast disease in 189 patients.¿ mentor textured prostheses were used in this procedure; however, the catalog and lot numbers are unknown. The purpose of this study is to report the senior author's experience of 197 delayed subpectoral two-stage breast reconstructions following mastectomy for malignant breast disease. The study was conducted between 1986 to 1997 and the article is published in 2000.